Manufacturer narrative:
This case was initially received via regulatory authority (anvisa, reference number: 2021.01.003517) on 01-feb-2021. The most recent information was received on 09-feb-2021. This spontaneous case was reported by a regulatory authority and describes the occurrence of uterine pain ('uterus pain') in a female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient experienced uterine pain (seriousness criteria medically significant and intervention required), lasting 5 years. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced headache ("strong headache"), nausea ("nausea"), abdominal distension ("swollen abdomen"), pain in extremity ("legs pain"), back pain ("back pain"), mood swings ("mood swings") and dyspareunia ("pain during sex"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the uterine pain had not resolved and the headache, nausea, abdominal distension, pain in extremity, back pain, mood swings and dyspareunia outcome was unknown. The reporter provided no causality assessment for abdominal distension, back pain, dyspareunia, headache, mood swings, nausea, pain in extremity and uterine pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-feb-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (anvisa, reference number: (B)(4)) on 01-feb-2021. This spontaneous case was reported by a regulatory authority and describes the occurrence of uterine pain ('uterus pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient experienced uterine pain (seriousness criteria medically significant and intervention required), lasting 5 years. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced headache ("strong headache"), nausea ("nausea"), abdominal distension ("swollen abdomen"), pain in extremity ("legs pain"), back pain ("back pain"), mood swings ("mood swings ") and dyspareunia ("pain during sex"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the uterine pain had not resolved and the headache, nausea, abdominal distension, pain in extremity, back pain, mood swings and dyspareunia outcome was unknown. The reporter provided no causality assessment for abdominal distension, back pain, dyspareunia, headache, mood swings, nausea, pain in extremity and uterine pain with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report